Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via a sheath without issue. The pump repeatedly alarmed with a "helium alert." At this time, the intra-aortic balloon pump (iabp) was exchanged with the arrow autocat1, however this was not an improvement; blood was noted in the catheter and in the cathgard. The iab was removed. Due to the pts anatomy it was not possible to insert another iab. According to the cath lab md the pt's condition was now stable and she did not require iabp therapy. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay/interruption in iabp therapy. The timeframe is unk. The pt outcome is listed as ok. Add'l info received on (B)(4) 2011 from teleflex (B)(4) stated that "the therapy was delayed from occurrence of issue till the decision of the md not go give iabp therapy."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.